Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up via merlin.net. A review of the transmission found episodes of myopotential over-sensing that resulted in pacing inhibition. No patient symptoms were reported. Further information was requested but not received.